Event description:
Report received of an inability to infuse through the secondary clave port on the plumset cassette. The nurse reported that when attempting to infuse an unspecified antibiotic with use of a bd syringe through the secondary clave port of the plumset cassette, the antibiotic would not infuse. The tubing set was changed and the antibiotic was placed into a new bd syringe. The infusion was then able to be initiated through the secondary clave port on the plum cassette. It was reported that there was no missed medication dose or adverse effects to the patient. Though requested, there was no further information available.